Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user fell while wearing the device, resulting in a broken and detached screen that rendered the pump unusable. The user discontinued use of the ilet and reverted to backup insulin therapy while awaiting a replacement device. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.